Manufacturer narrative:
Investigation summary: customer returned photos of open autoshield duo samples. Customer states that the safety mechanism did not engage and the needle was bent which caused a high glucose level. The photos were examined and exhibited a bent non patient end of the cannula. A bent non patient end of the cannula could prevent insulin from flowing through the cannula which could cause a high glucose level. This condition could also cause the non-patient shield to not activate properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes: user error. No evidence of manufacturing related issues were observed on the photos.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd autoshield¿ duo pen needle there was an issue with the safety mechanism, bent needle/high glucose reading. It was stated "the safety mechanism did not engage. The safety did not engage leaving needles exposed after administration one two occasions it was also reported that the needle was bent which caused a high glucose level.. The needle did not puncture insulin pen, instead bent and twisted, no insulin administered evidenced by high glucose at next reading.¿ there was no report of injury or further medical intervention.